Event description:
Discordant, falsely low sodium (na) results were obtained on two patient samples and discordant falsely low potassium (k) and chloride (cl) results were obtained on one of the two samples on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The samples were repeated with a new aliquot on the same instrument, resulting higher. The original aliquot for sample ID (B)(4) was repeated on the same instrument, matching the results of the new aliquot. A five replicate precision test was run for each sample on the same instrument, and the results matched those of the reruns. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low na, k and cl results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens headquarter support center specialist reviewed the instrument data and no instrument issues were found. The samples were repeated on the same instrument, resulting as expected. The cause of the discordant, falsely low na, k and cl results is unknown.the instrument is performing according to specifications.no further evaluation of the device is required.